Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: multiple attempts to gather additional information have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years, two months post implant of this bioprosthetic pulmonic valve, this valve was replaced valve-in-valve with a transcatheter pulmonic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this device was replaced due to moderate pulmonary valve stenosis, including a peak gradient of 77 mm hg, with a median gradient of 41 mm hg. Prior to the replacement procedure, the patient experienced decreased exercise tolerance and decreased right systolic function. Following the replacement procedure, the patient is asymptomatic and no further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.